Event description:
It was reported that during an open heart procedure the right ventricular lead was found in the tricuspid valve leaflets. The distal portion of the right ventricular lead was cut and removed. The device was programmed to aai mode. Following the procedure, the patient was noted to be in atrial fibrillation and pacing was occurring. The p-waves were small, far-field oversensing was observed, and noise was noted. The device was reprogrammed and the lead remains in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.